Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient noted as high risk surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported while on impella 5.5 support, the patient was heparin-induced thrombocytopenia positive. Heparin was stopped. Additionally, the patient developed a gastrointestinal (gi) bleed. The patient received a blood transfusion due to the gi bleed. Support was continued with the implanted pump following the intervention. The patient was successfully weaned and explanted.

Manufacturer narrative:
The investigation of thrombocytopenia and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.